Manufacturer narrative:
Additional information in d1, d2, d4, d11 and g5.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was communicated that no clinically relevant supporting documentation (i.e. Explant, op-notes, x-rays) would be provided; therefore, a thorough medical investigation could not be performed. Reportedly, the root cause for the revision was ¿due to incorrect version on the originally implanted acetabular cup¿ approximately 19 years ago and the surgeon did not fault the devices. The patient impact beyond the reported revision could not be determined. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a fit/ sizing or alignment issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision was performed due to incorrect version on the originally implanted acetabular cup. No s+n items were implanted in the revision.